Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that the recipient was unable to hear sounds with the right side device at the end of (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The parent reported that the recipient was unable to hear sounds with the right side device at the end of(B)(6) 2024. The recipient has been re-implanted.

Event description:
The parent reported that the recipient was unable to hear sounds with the right-side device at (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation of the device confirmed that the electronics of the stimulator are no longer functioning. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks in the housing's header assembly. Over time, the exposure of the electronics to humidity caused damage, ultimately resulting in a complete failure of the circuitry. The findings of the investigation are consistent with the content of the patient report. This is a final report.